Event description:
It was reported to boston scientific corporation that a uphold lite with capio slim was used during an anterior mesh repair & bilateral sacrospino fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio device would not pass the suture through the ligament and the suture broke just below the tapercut needle. The procedure was completed with another uphold lite vaginal support system. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). Device component is related to device problem : for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.